Event description:
At the end of an atrial fibrillation ablation procedure, an effusion was noted and a pericardiocentesis was performed to stabilize the patient. During the last application of the radio frequency pulse, a steam pop occurred followed by an air bubble burst. The ablation catheter was removed and an echocardiogram revealed blood in the pericardium. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion and steam pop remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.